Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to feelings. On (B)(6) 2011 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began approximately on (B)(6) 2011 (exact date and time unknown). At that time, the patient obtained an allegedly high blood glucose result of approximately "279mg/dl", and "305mg/dl", with the subject meter and compared it to his feelings. The patient advised that he manages his diabetes with a combination of diabetes medications. On (B)(6) 2011 at an unknown time, the patient reported that he became "shaky, sweaty and headache" which he associated with a low blood glucose. The patient advised that he received hcp assistance in the form of IV glucose as treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began and required hcp treatment due to the alleged high result.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.